Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Manufacturer report reference number: 1627487-2020-02466. It was reported that during a lead placement procedure, the patient had a reaction to the medication and experienced a seizure. The neurosurgeon stopped the surgery after implanting two burr hole caps. The patient may undergo surgical intervention at a later date.